Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a flashing display. The customer's blood glucose level was unknown at the time of the incident. The customer reported a white flashing screen and continues beeping. The customer did not troubleshoot the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan per the healthcare professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with a constant blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.